Event description:
The surgeon attempted to implant a silicone lens but the haptic was damaged as it was being inserted. The surgeon enlarged the incision to remove the lens. No more information has been forthcoming.